Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 22, 2017 . (B)(4). The actual sample was not returned for evaluation, the customer did not provided any information (including the affect product lot #) other than the description of the event. Therefore the investigation on this complaint is extremely limited and definitive root cause was not able to be determined. The tubing connection to the oxygenator was customer made, the capiox fx advance IFU informed the user to tie band the inlet and outlet tubing connections to the pump. It was confirmed by the customer that they did not tie band the connections during the setup. It is likely that the connection was not made properly, or there was an issue with the tubing that has been connected to the port, however, that was not able to be confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the tubing came off the inlet connector of the oxygenator. The involved tubing segment attached the centrifugal pump outlet to the inlet of the oxygenator. Blood loss approximately 500-1000 ml. Approximately 30-second delay in the procedure. Product was not changed out. Procedure was completed successfully. Per clinical review, according to the perfusionist, approximately 2 minutes before weaning from bypass, the tubing connection on the inlet of the fx 25 became disconnected and blood was lost from the system. The tubing connection was reestablished with little to no interruption in the procedure. The patient received 2 units of blood and additional crystalloid. The patient was successfully weaned from bypass and at the time of the phone conversation which was days after the event, the patient was doing fine.